Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during the surgery to implant a monarc sling, the sling could not be tensioned in the patient's tissue. After a typical pass of the monarc, the plastic sheath was removed and the sling could not be tensioned in the obturator muscle and fascia. The sling would "pull from side to side with no tension." The monarc was 'tacked" into position to complete the procedure. No patient complications were reported.